Manufacturer narrative:
A (B)(6) baby on respiratory aid had a fundus exam on an eye. The images were lost twice requiring the examination to be repeated 3 times in total. Following the repeated examinations, the child was in an unstable respiratory plan "having led to oxygen harmful for this type of patient." The child was exhausted following the examination. Investigation and findings risk management file review: per information found in risk assessment_18-000022 rev q, risk assessment retcam, ref. Line 9.1. Hazard - no imaging capability, hazard category - delayed procedure, safety risk - acceptable. Product was requested from the customer. The product was received on the 05 may 2020 and is currently under investigation. Justification for not providing below information and applicable sections: relevant tests / laboratory data - this section is not applicable. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury occurred. C: suspect products - not applicable implant date: if implanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. Explant date: if explanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. Reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device f: for use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol # - this section is not applicable as the medical device is not ind. Adverse event terms - this section is not applicable to medical devices. Recall: if remedial action initiated , check type - this section is not applicable as no remedial action was initiated. Recall: if action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
A (B)(6) baby on respiratory aid had a fundus exam on an eye. The images were lost twice requiring the examination to be repeated 3 times in total. Following the repeated examinations, the child was in an unstable respiratory plan "having led to oxygen harmful for this type of patient." The child was exhausted following the examination.

Manufacturer narrative:
Reference to complaint# (B)(4). Update 04 june 2020 (follow up 001) the retcam shuttle is still being evaluated. Further testing to be carried out.

Event description:
A 6 week premature baby on respiratory aid had a fundus exam on an eye. The images were lost twice requiring the examination to be repeated 3 times in total. Following the repeated examinations, the child was in an unstable respiratory plan "having led to oxygen harmful for this type of patient." The child was exhausted following the examination.

Manufacturer narrative:
Findings and investigation ref to complaint# (B)(4). 21-may-2020: initial evaluation of the system shows the footswitch cable has been modified/replaced. The handpiece has tape over the rear door and appears to be missing the screw that holds the door in place. The front panel on the cart also appears modified. 15-june-2020: the functional check for the system has been concluded. A member of the service department carried out 5 tests between may 28, 2020 and june 12, 2020. During 4 of the tests, there were no issues with booting/creating patient/running exams and during 1 test, a message that the camera was disconnected. In conclusion, the system runs stable and the reported issue of lost pictures could not be reproduced. 17-june-2020: completed functional field testing record. Retcam shuttle passed all testing. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. A similar complaint of camera disconnects and system freezes leading to data loss was reported by the customer in (B)(6) 2019. Parts were evaluated but reported issue could not be verified. Per information found in our risk assessment_18-000022 rev q, risk assessment retcam, ref. Line 9.1. Hazard - no imaging capability, hazard category - delayed procedure, safety risk: acceptable. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. A device history record review is not applicable because, prior to the reported issue the device was in service for 2 or more years and a manufacturing defect is very unlikely.

Event description:
A 6 week premature baby on respiratory aid had a fundus exam on an eye. The images were lost twice requiring the examination to be repeated 3 times in total. Following the repeated examinations, the child was in an unstable respiratory plan "having led to oxygen harmful for this type of patient." The child was exhausted following the examination.